Manufacturer narrative:
Device evaluated by MFR: the synergy xd mr us 2.75 x 8mm stent delivery system catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. The device was received with the crimped stent pulled proximally off the balloon and was positioned on the distal extrusion. Examination of the hypotube identified a severe kink in the laser cut section. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. The stent was returned detached from the balloon and there was evidence of stent deformation. The stent appeared compressed in its mid-section. Bumper tip showed no signs of distal tip damage. Balloon cones were reviewed, and no issues were noted. There was clear evidence of stent crimp marks on the balloon. The balloon did not appear to have been subjected to any positive pressures. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 08nov2024. A 2.75 x 8mm synergy xd drug-eluting stent was returned with no reported allegations. However, investigation result revealed a stent detach.